Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the information provided by the customer and indicated that parathyroid cysts are rare lesions and often considered as thyroid cysts. Parathyroid cysts are always filled with a crystal clear fluid that may contain an abundant amount of parathyroid hormone. With a fine needle aspiration pth values could be in the thousands. The immulite 2000 ipth assay was validated with serum or edta samples only. Using samples from a fine needle aspiration is considered off label use. The system is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported several discordant results for intact parathyroid (ipth) on an immlite 2000 instrument when using reagent lot 320. The customer was using samples obtained from fine needle biopsy on the immulite 2000 ipth assay. The results were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results for ipth on the immulite 2000 instrument.